Event description:
A medtronic ave aneurx bifurcated stent graft was successfully placed to exclude an abdominal aortic aneurysm. Fifteen days after stent graft placement, the pt complained of leg pain. The surgeon decided that the pt might be infected and decided to explant the stent graft. There is no indication that the surgeon performed any peripheral vascular angiograms or x-rays to evaluate cause of leg pain. Eval of the stent graft by the pathology dept at the hosp where the event occurred revealed that there was no microbial growth after 3 days. The pathology report was considered the "final report". It is not known at this time how the aneurysm was subsequently treated. There were no add'l clinical sequelae reported relative to the event and the pt is reportedly doing fine.

Event description:
Subsequent info received since initial submission reports that the pt exhibited low grade fever, leukocytosis, abdominal pain and an increased sedimentation rate. The right limb of the iliac stent graft was noted to be occluded. During the time of the explant procedure, the right limb of the iliac stent graft was noted to be kinked. The returned explanted device revealed that the iliac limb contained clotted material.